Event description:
It was reported that the customer had high blood glucose levels (568 mg/dl). Customer reports pump appears to be delivering as expected.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.